Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room with diabetes ketoacidosis and high blood glucose over 760mg/dl. The customer did treat with a bolus and manual injection, but the glucose level did not come down. Troubleshooting was performed, and no damage to the drive support cap noted. The time, date, basal rates, and bolus wizard settings were correct. Assisted the customer to run the high pressure test and the test passed. No further information was provided.